Event description:
It was reported that the device was used during a left colectomy. The staples did not close fully when fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.